Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 70mm ruptured abdominal aortic aneurysm. The patient had presented the day previously with abdominal pain. It was reported, that the evar procedure went well. During the post-operative angiography an unknown endoleak was observed at the left iliac branch of the endurant limb. Enlw1613c120ee . A reliant balloon was used to treat the endoleak but was unsuccessful.  The physician then implanted a non-mdt iliac branch and the endoleak resolved.  As per the physician the cause of the endoleak cannot be determined.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Other relevant device(s) are: enbf3216c170ee s/n: (B)(6); use by date: 2024-02-24; upn #00763000005757. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported by the physician that the endoleak was a type IV membrane endoleak. Film evaluation summary: the reported endoleak was confirmed on the films provided; however the cause and type of the endoleak could not be fully determined. Lack of complete pre implant CT's did not allow for a thorough evaluation of the pre-implant anatomy and lack of post implant CT's did not allow for a detailed analysis of the stent graft in vivo configuration. Complete procedural angiograms, including endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) was not seen and only a single imaging view point (a-p) was observed on the still images returned; thereby, making determination of the endoleak difficult. A type iii fabric endoleak would be less likely to have occurred at index and type iii separation endoleak is unlikely to have occurred as there appeared to be adequate component overlap. Moreover, the contrast leakage was noted in areas of single fabric layer. While a proximal type ia and a distal type ib endoleak could not be ruled, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. D10: updated post analysis other relevant device(s) are: unknown endurant stent graft s/n: unknown; use by date: unknown; upn # unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.